Manufacturer narrative:
No button error alarm noted. Unit had no button response due to flattened dome switch on esc button (creased). Unable to test for sensor error due to no button response. Unit had a scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 228 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.